Event description:
A caller reported a malfunction on their insulin pump following an incident where the pump was dropped, leading to a malfunction code that could not be reset. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to revert to multiple daily injections (mdi) as a backup therapy. A replacement pump was sent to the customer, and they were provided with instructions to put the faulty pump into storage mode before returning it. The customer was informed about the steps to take when the replacement pump arrived and acknowledged understanding of all instructions.